Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: device history records (DHR) review was completed for part: 04.503.104.04, lot: l874072. Manufacturing location: bettlach, release to warehouse date: apr 27, 2018, expiry date: apr 01, 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: product investigation was completed. We have received one out of four screws of article 04.503.104.04s with the lot number # l874072 for investigation. The examination of the complained screw shows that the thread tip is badly worn. The recess however is in good condition. The relevant features (thread tip) are damaged in a manner which prevents accurate function check. The relevant features are heavy damaged in a manner which prevents accurate measurement of the features. The damages are clearly caused post manufacturing. The examination of the complained screws shows that the thread tip is badly worn. The recess however is in good condition. A review of the DHR for the provided lot number was researched and no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. It can only be assumed that too much mechanical force whilst inserting into the bone caused the tip damage and this consequently has led to the complaint issue. As these screws are very small and quite fragile, a lot of care is required while handling. Please refer to technique guide 036.000.608. We can confirm the visible damages are not from any manufacturing non conformity. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during an unknown procedure on (B)(6) 2019, the surgeon could not insert the matrixneuro screw into the patient's skull to fix a plate in place. The surgery was completed by replacing the reported screw with an alternative unknown screw. The procedure was completed successfully with no reported delay. There was no adverse consequence to the patient. Concomitant devices: plate (part: unknown, lot: unknown, quantity: 1). This report is for a matrixneuro screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.